Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC stylet broke. It was stated the tip of the wire broke off after minor manipulation. It did not break loose into the patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet was received within the t-lock extension set. A break in the polyimide tubing was observed at the magnet at the proximal end of the magnet string. A microscope examination revealed kinking in the polyimide tubing between magnets. Breaks were observed in two magnets and the break in the polyimide tubing coincided with the break in one of the magnets. A break in the core wire was observed, but the break in the core wire was located distal to the break in the polyimide tubing. There was a longitudinal tear in the polyimide tubing distal to the circumferential tear in the tubing, which was most likely created by the core wire before it broke. The wall thickness of the polyimide tubing was within specification. Kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC stylet broke. It was stated the tip of the wire broke off after minor manipulation. It did not break loose into the patient.